Event description:
It was reported that the patient presented with suspected infection to hip. Surgeon commented that he believed the cause was related to other systemic medical conditions and immune suppression therapy, rather than the joint specifically. As a precaution, he removed the liner and head, completed an open washout and implanted new liner and head on (B)(6) 2014.

Manufacturer narrative:
An event regarding infection involving a trident alumina insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Indicated that all devices accepted into final stock met specification. There have not been any other events for the specified lot or sterile lot. The source of the infection could not be determined. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Manufacturer narrative:
The other device noted in this report is a delta v-40 ceramic head 32/0, cat # 6570-0-132, lot code 40689201. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Not available.

Event description:
It was reported that the patient presented with suspected infection to hip. Surgeon commented that he believed the cause was related to other systemic medical conditions and immune suppression therapy, rather than the joint specifically. As a precaution, he removed the liner and head, completed an open washout and implanted new liner and head on (B)(6) 2014.